Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. Device interrogation revealed that there was an alert triggered on (B)(6) 2020 for high lead impedance. Lead impedance and capture threshold started to increase around (B)(6) 2020. Both lead impedance and capture thresholds were high. X-rays did not reveal any anomalies. Programming changes were made to resolve the issue. Patient was stable and would be monitored.